Manufacturer narrative:
A philips response center engineer (rce) spoke with the customer and confirmed the reported problem. The rce confirmed that the speaker was defective. The rce advised the customer to order a new speaker. The customer has ordered a speaker to resolve this issue. The device remains in use at the customer site. There has been no subsequent calls for this device/issue.

Event description:
It was reported to philips that the device had a speaker malfunction, an audio failed alarm was appearing on the display. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.